Event description:
It was reported to philips that white screen occurred upon boot up. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
The reported problem was confirmed. Based on the information available and testing conducted, the cause of the reported problem was a defective display. The display assembly (rdt display assembly kit, part number 453564842111) was replaced resolving the customer¿s complaint. Testing and verification were completed satisfactorily (calibrated nbp, co2, and touch screen) and the device was returned to service at the customer site. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received the complaint file will be reopened.